Manufacturer narrative:
The reported cleo 90 cannula site was returned and examined. A visual examination was found to have it's soft cannula separated from itself at a location of approximately 1mm from where it extends out from the base. Upon closer examination using 5x to 40x magnification the distal end of the cannula was found to be slightly bent over. There are no visual abnormalities in the wall thickness of the cannula, nor is there any defects in the device itself other than the missing cannula length. The crown of the site shows no signs of having any damage and there is no evidence found to suggest the event was caused from an intrinsic defect in the product. The root cause of the issue is unknown.

Event description:
It was reported that the patient used a cleo 90 infusion sets cannula remained under the skin; cutaneous necrosis occurred. The cannula fragment removed from the patient's by burning the cannula with nitrogen. The wound is healing and the patients is doing well.